Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Device experienced a critical ram parity error por (power on reset) on (B)(6) 2012 in location "13 36". Device should be able to recover from the event and continue normal function.

Event description:
It was reported that there was a power on reset (por) message on the device. The por was cleared and the software was reloaded. The device remains in use. No patient complications have been reported as a result of this event.